Event description:
Reference number (B)(4). Event occured in qatar. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The insertion site was abdomen. The blood glucose level was 268 mg/dl and the patient was treated by pump. The patient was reported that air bubbles in the tube and reservoir. No further information is available.